Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a button error alarm that occurred while they attempted a bolus delivery. The customer's blood glucose was 137 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were noted during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a cracked case at the reservoir tube window corner.